Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm. The customer stated that her blood glucose was not lowering at all. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. The customer stated that the cannula on the infusion set was bent. Explained that high blood glucose was often caused by insertion sit or infusion set issues. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that he would monitor the issue. The customer later stated that he was concerned insulin was not being sent through the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.